Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation inside the patient's body, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation inside the patient's body, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the 70% stenosed target lesion with a bend of <45 degrees was located in the moderately tortuous and mildly calcified radial arteriovenous fistula. The device was inflated twice. During the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed intact from the patient.